Event description:
During port-a-cath placement, the tubing was connected. The catheter was tunneled in the subcutaneous space and brought out at the location where the guide wire was exiting the skin. Catheter was advanced through guide sheath and guide sheath removed. The catheter was flushed and surgeon noticed small amount of fluid where the guide wire had been removed. Surgeon pulled the catheter up onto the skin and noticed a small fray in the catheter. Catheter was removed and a new tubing was attached. No patient harm.